Manufacturer narrative:
(B)(4). Concomitant medical products- persona fixed bearing cruciate retaining articular surface left 12mm catalog #: 42511000412 lot #: 62324371, persona cemented stemmed tibial component left size c catalog #: 42532006401 lot #: 63558611. Report source: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event. 3007963827-2019-00238, 0002648920-2019-00617. Investigation incomplete.

Event description:
It is reported that the patient underwent a left knee manipulation under anesthesia less than two (2) years following knee arthroplasty. Following the manipulation, the patient continues to be unsatisfied with the outcome of the knee replacement after use of advised ice, painkillers and continued physiotherapy. Attempts have been made, and no further information has been provided.

Event description:
It is reported that the patient underwent a left knee manipulation under anesthesia less than two (2) years following knee arthroplasty to address pain and stiffness. Following the manipulation, the patient continues to be unsatisfied with the outcome of the knee replacement after use of advised ice, painkillers and continued physiotherapy. Initial operative notes did not note any intraoperative complications. Manipulation notes provided indicate that flexion was approximately 95 degrees with the patella sitting correctly. After the procedure, range of motion improved.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Upon receiving additional information of the reported event, this report was determined to be a duplicate report of 3007963827-2019-00159. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, this report was determined to be a duplicate report of 3007963827-2019-00159. The initial report should be voided.